Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 21mm trifecta gt valve was implanted in a patient. It was later reported on (B)(6) 2023, the patient presented to the hospital with severe aortic regurgitation due to insufficiency with the trifecta valve. A decision was made to perform an aortic valve replacement procedure and the 21mm trifecta gt valve was explanted. It was visually observed on the trifecta valve that the right and left valve cusps had fallen off the stent post due to a tear. There was no tear observed in the cuff. The replacement 21mm non-abbott valve was implanted successfully and the patient status was reported as stable.

Manufacturer narrative:
Explant of the valve due to aortic insufficiency was reported. The investigation found that leaflets 1 and 3 were torn, with leaflet 3 being tethered and folded causing incomplete coaptation. There was fibrous pannus ingrowth on leaflet 3. Leaflet 1 and 3 had fibrous thickening. No acute inflammation or significant calcifications were present. He device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined; however, the pannus noted could have increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which can lead to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture, design, or labeling.